Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 02mar2020. An investigation was conducted on 18mar2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained, since there was cloudiness on the top right side of the image. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope has a hazy film in view and can not be used. No patient involvement

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope has a hazy film in view and can not be used. No patient involvement.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope has a hazy film in view and can not be used. No patient involvement.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).